Manufacturer narrative:
Additional manufacuring narrative: other, other text: the sensor was returned to masimo for evaluation. The visual inspection confirmed a lifted flex cable at the rd15 connector. No continuity or functional testing was conducted as the damages prevented the sensor from being able to connect the sensor onto the tester.

Event description:
The customer reported per the medwatch notification "monitor read equipment malfunction and the patient's oxygen saturation stopped reading. Upon inspecting faulty pulse oximeter, registered nurse (rn) noticed the black and gold area, the end that connects into the monitor end, had peeled up and was bent." There was no patient impact or consequences reported.